Manufacturer narrative:
The affiliate provided clarification that the initial result was 79.730 mg/l and the repeat result was 7.940 mg/l. The repeat result was produced the next day. No product problem was identified. The root cause of the event was found to be consistent with a contaminated sample probe.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 1 patient sample on a cobas integra 400 plus. The customer alleged that they questioned the initial result which prompted them to repeat the sample. The customer stated they sent the patient sample to another laboratory and received different results. The customer's high result was 79.730 mg/l and the low result was 7.940 mg/l. Clarification on which result was the initial, which result was the repeat, and the results from the other laboratory were requested but not provided.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) changed the probes and changed the water. Calibration, controls, and patient sample comparisons were performed successfully. The investigation is ongoing.